Event description:
The pt's spouse called lifescan in 11/04 and alleged that their meter would not power on. The last time the pt tested their blood sugar was this past week. Pt obtained a result of 150 mg/dl. The device used is not known. Pt contacted their physician for advice. No treatment was reported. The pt was using the correct test strips, the batteries were correctly installed, and the battery contacts were in good condition. The pt replaced the battery but did not resolve the issue. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.